Event description:
It was reported that the patient had an infection. It was believed that the infection was not device related. The patient underwent an ipg explant procedure and will not be returned due to hospital policy.

Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2022.

Event description:
It was reported that the patient had an infection. It was believed that the infection was not device related. The patient underwent an ipg explant procedure and will not be returned due to hospital policy. Additional information was received that the patient's infection was due to a non-device related procedure.